Event description:
It was reported that a customer¿s charger illuminated but did not charge the ilet, and a replacement was arranged. Symptoms included no clinical symptoms. Outcomes included no impact beyond device inconvenience and replacement. Investigation included troubleshooting with the user and logistical replacement. Investigation of this case revealed a suspected charger malfunction consistent with a power supply or charging accessory issue, with no visible damage reported. It was concluded, based on previously established findings for similar reports, that the cause was a defective or malfunctioning charger.